Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device not returned to manufacturer for evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that the system was working well after replacement of the camera. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was only seeing the imaging system tracker when very close. It would not see it in the half way point between near and far. There was no patient present.